Manufacturer narrative:
(B)(4). A batch review was performed for the suspect lot numbers (h10e22506, h10f24112), with no defects noted.

Event description:
It was reported that during a laparoscopic appendectomy procedure on the first, second and third firing the device fired malformed staples which created an inadequate staple line. The surgeon stated that the device did not feel smooth when she was firing the device. The malformed staples fell into the patient but were retrieved. Cautery was used to stop the bleeding along the staple line and the case was completed. No blood transfusions were given. There was no patient consequence.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Baxter has received similar reports for the reported problem.

Event description:
On an unreported date, the patient began peritoneal dialysis (pd) treatment. During a call with baxter customer service, the patient's nurse reported the following information. On (B)(6) 2010, the patient experienced peritonitis and was hospitalized. The cause of peritonitis was unknown. A peritoneal effluent culture was performed, and the results were reported as unknown. It was unreported whether treatment was provided. Pd therapy was reported as ongoing. On (B)(6) 2010 the patient was discharged from the hospital. The nurse reported that the patient was recovering from the event of peritonitis. Concomitant medications were not reported. Per the nurse, the event of peritonitis was unrelated to pd therapy.